Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred as well as a cartridge change error. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 mg/dl. A replacement pump was sent to the customer to resolve the issue.